Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained rv oversensing episodes appearing on a merlin.net remote transmission. Upon review, intermittent capture was noted to be the cause of oversensing episodes. The device was reprogrammed. There were no patient consequences.